Event description:
A health professional reported a patient was revised approximately one year and ten months post-operatively to address a xia 3 polyaxial screw tulip disengagement. It was further reported that the tulip of the screw was explanted, however the screw shank remained in the patient.

Manufacturer narrative:
Additional data: a2, a3a, a4. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation. We were provided two possible lot numbers for the device and will update the record if we receive more information. The lot number could be b66249 or c05354.

Event description:
No new information.